Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported the patient developed a pocket infection. The lead was removed and replaced. Follow-up information was requested; however, the information was not available. No further patient complications have been reported as a result of this event.